Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The tip-up fenestrated grasper was analyzed and found to hhave a broken main tube approximately 8.25mm x 3.78mm from the proximal clevis. Potential fragments may be missing. Components adjacent to this broken main tube showed damage. Additional observation(s) related to the customer's complaint: the instrument was found to have a dislodged proximal clevis. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis showed damage. Further, the instrument was found to have a frayed grip cable between the yaw pulley and the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that tip-up fenestrated grasper instrument shaft was broken towards the tip. There was no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the tip got stuck in a basket in sterile processing department (spd) and bent.